Manufacturer narrative:
Analysis of the extension (s/n (B)(4)) found the outer insulation on the extension body was twisted. The extension was electrically fine. The outer insulation was twisted and had a breached depression exposing circuit #0 at 24.0 cm from the distal end. Many cosmetic depressions on the outer insulation were also observed. Analysis of the extension (s/n (B)(4)) found the outer insulation on the extension body was twisted. The extension was electrically fine. The outer insulation was twisted and had a breached depression exposing circuit #0 at 26.0 cm from the distal end. Many cosmetic depressions on the outer insulation were also observed.

Event description:
It was reported that all of the electrodes had impedances greater than 40,000 ohms. The left lead appeared broken via impedances results and visual inspection, a couple of inches past electrode 3 moving proximally. The extensions were coiled together and twisted in the implantable neurostimulator (ins) pocket. The patient was experiencing less than 50% therapy relief. The extensions were replaced and the damaged lead was left implanted, but not programmed to provide therapy. It was unknown what caused the lead to break or what caused the extensions to coil. The patient outcome was unknown.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # v875336, implanted: (B)(6) 2012, product type lead; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type extension; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type extension; product ID 3387s-40, lot # v875336, implanted: (B)(6) 2012, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2015, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2015, product type extension. (B)(4).